Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire medical was able to duplicate the reported problem. Isolated to epm to pdt cable assembly being incorrectly routed causing friction with machined compressor housing exposing cable 24 (pin 24) wire creating an electrical short. As a resolution move to service department to have the epm to pdt cable assembly and driver transtn pcba w/ harness replaced and disposed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator fail on install. On compressor test when disconnecting from air is required the unit goes inop and the compressor never turns on. There is no patient involvement associated with this reported event issue occurred during installation.